Event description:
Sureform 45 tip of stapler misfired, malfunctioned while in use to staple the renal artery, md had to stop the bleeding by oversewing the vessel with prolene suture this has been reported to intuitive, RMA# [redacted].